Manufacturer narrative:
Product event # (B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna, product number: ps300-002, lot number: 0209961862, expiration date: 2018-08-11, quantity returned: 2. Device tips* testing performed: device packaging inspection: received in a (B)(4) without any packaging to fill the negative space; two adenoid tips are in a single bio-hazard bag and no original packing was included; information listed in gch cannot be confirmed and cannot be confirmed as the reported complaint device; no additional paperwork was included; the device tip is being returned with the device tip associated with pe (B)(4); device visual inspection: device #1: adenoid tip is used with eschar in the tip housing and melting at each point where the wire ends are attached; the wire is broken and detached at one end of the tip housing (figure 1). Device #2: adenoid tip is used with eschar in the tip housing and melting at each point where the wire ends were attached; the wire is completely detached from the tip housing (figure 2); the missing wire is the visual sign related to the description functional inspection: hand piece was not returned with the adenoid tip which impedes functional testing.; all inspections for both device #1 and device #2 adenoid tips were performed visually. Lhr review: a review of the lhr for lot # 0209961862 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint is confirmed for the ¿wire detach ¿tna adenoid tip¿ issue contained in the gch. Although it cannot be correctly determined which adenoid tip is the reported device directly associated with this complaint; device #1 wire is detached and device #2 wire is missing both are confirmed damage. Device #2 fits the profile mention in the description: ¿the wire was completely gone when the tip was removed from the patient's mouth¿. This condition is consistent with improper cleaning techniques and usage of the adenoid tip during a procedure. The IFU points out under ¿precautions¿ and ¿instructions for use¿ the following: ¿precautions¿;take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. ¿instructions for use¿. The adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. The complaint will be tracked and trended in gch. (B)(4). Patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer.

Event description:
Approximately 8 minutes into and ent case, while using the device, the wire on the device tip reportedly "burned up" or was otherwise detached from the device tip. The wire was completely gone when the tip was removed from the patient's mouth. The wire was not recovered and the surgeon believes it was picked up by the suction. The generator was set to coag 4. The suction coag tip was used to complete the case. The patient was reported to be doing well.